Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient showed up in the ER with a post op dislocation.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: review of medical records by a consulting clinician indicated: "the primary harm involved is recurrent dislocation tha. Multiple xrays of the index and revision surgeries were reviewed. The acetabular component positioning appears to be within the ¿safe zone¿ of 10-25° anteversion and 30-50° abduction which has been reported to minimize tha dislocation. Neither the rotational position i.e., anteversion ,of the femoral component or the integrity of the muscular, and capsule/ligamentous envelope surrounding the hip can be assessed by plain xray. Both of these factors can play a significant role in stability of a tha. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event of dislocation is confirmed. Review of medical records by a consulting clinician indicated: "the primary harm involved is recurrent dislocation tha. Multiple xrays of the index and revision surgeries were reviewed. The acetabular component positioning appears to be within the ¿safe zone¿ of 10-25° anteversion and 30-50° abduction which has been reported to minimize tha dislocation. Neither the rotational position i.e., anteversion ,of the femoral component or the integrity of the muscular, and capsule/ligamentous envelope surrounding the hip can be assessed by plain xray. Both of these factors can play a significant role in stability of a tha." The exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient showed up in the ER with a post op dislocation.